Event description:
It was reported that post device change-out, oversensing of noise and inhibited pacing upon deep inspiration was observed when the patient got up off the table. Fluoroscopy was inconclusive. The physician reopened the pocket to cap and replace the lead. The physician suspected clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.